Manufacturer narrative:
(B)(4). With the information available, physio-control performed a clinical review of the reported event and concluded that there was insufficient information within the file to determine whether or not the device use contributed to the outcome of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was used on a male patient aboard their vessel by the (B)(6) coast guard. The customer advised that the patient, a (B)(6) male, had gone into cardiac arrest as soon as he jumped into the water to start a dive. The patient was brought back onto the vessel and CPR was performed. While CPR was being performed, first responders observed that blood began frothing from the patient's mouth. The device was connected to the patient and a shock was attempted; however, responders advised that the device "failed to fire" (shock). No further details about the patient or the event was provided. Physio-control has been advised that the device has since been given to the (B)(6), where they are investigating the event along with the chief medical examiner's office and the coroner.

Manufacturer narrative:
Physio-control contacted the rcmp and was advised that the medical examiner had concluded their investigation and determined that the patient had died of natural causes.  As a result, there was no longer a need for an investigation by the rcmp and the device would be returned to the customer. Physio-control then contacted the customer in an attempt to obtain the device for further evaluation; however, the customer is unsure if they have received the device back and/or where it may be located.  The customer advised that they will continue to look for the device and contact physio-control if they are able to locate it.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer sent their device to physio-control for evaluation.  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The electronic patient record was downloaded for review where it was observed that the patient's ECG waveform was non-shockable (it was either asystole or pea) throughout the event.  Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the patient's outcome because the patient's ECG was non-shockable throughout the event.  After observing proper device operation through functional and performance testing the device was returned to the customer for use.  There was no evidence of a device malfunction.